Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "this (B)(6) teenager is 3.5 cm short and has achieved the maximum extension capacity of her current implant. We need to exchange the distal part/motor drive unit and keeping the well fixed stem. We will also likely exchange the pediatric smooth tibial stem component to a standard cemented one. The new femoral implant need to be 15 mm shorter than its current length in order to stuff the tibial side with the polyethylene tray to compensate for the subsidence that occurred and bringing the patella down a little bit plus leaving a little loose make it easier to insert. Needs to be silver coated as suffered from infection previously."

Manufacturer narrative:
Reported event: an event regarding limb length discrepancy involving a jts, distal femoral replacement, tibial component was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for jts distal femoral replacement which was inserted in (B)(6) 2017. The surgeon reported maximum extension of the implant and leg length discrepancy of 35mm. The x-ray images provided show that the distal femoral implant has been extended by 45mm, which is nearly reach its maximum capacity of 50mm. The length difference between the affected femur and opposite femur is less than 10mm. However, the affect tibial was around 20mm shorter than the opposite tibial, which in overall makes the affect leg around 30mm shorter than the opposite leg. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: a clinical consultant reviewed the reported event, images, and additional information provided, during the discussion the following was summarized. "1) in the reported event the surgeon states a subsidence of the tibial component, review of the images show a limb length discrepancy whereby the affected tibia is shorter than the opposite leg. 2) one possible reason for this discrepancy is due to the affected leg not growing as much as the opposite leg, the result of this could be many factors i.e. Such as damage to epiphyseal growth plates [..]". The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports and progress notes are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "this 13 yrs old teenager is 3.5 cm short and has achieved the maximum extension capacity of her current implant. We need to exchange the distal part/motor drive unit and keeping the well fixed stem. We will also likely exchange the pediatric smooth tibial stem component to a standard cemented one. The new femoral implant need to be 15 mm shorter than its current length in order to stuff the tibial side with the polyethylene tray to compensate for the subsidence that occurred and bringing the patella down a little bit plus leaving a little loose make it easier to insert. Needs to be silver coated as suffered from infection previously.